Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the physician had difficulty placing the right ventricular (rv) lead. The patient's blood pressure dropped during the implant. Also, it was noted that the patient had pericardial effusion. The physician then performed pericardiocentesis. This rv lead remains in service. No additional adverse patient effects were reported.